Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient and reported that they spoke to medtronic rep about this and they suggested that the patient call and get a wireless charger instead. The caller noted that they have 2 legacy rechargers. One does not work at all, and the other one has a problem with the desktop charger connector pin. The caller also noted that they have 2 rechargeable dbs implants.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient said one of the connector pins on the desktop charger is loose and the other recharger is not working. Patient said if they move an inch the insr with the loose connector pin stops charging and they have to play with it to get it to charge. Patient did not have their equipment with them to troubleshoot. Patient will call back when they have the equipment. Additional information was received from consumer that the patient mention they may be having something done with their leads. The caller noted that they have 2 legacy rechargers. One does not work at all, and the other one has a problem with the desktop charger connector pin. The caller also noted that they have 2 rechargeable dbs implants. Reviewed that only is registered.

Event description:
Additional information was received from rep stating the new device was sent to patient and they are unaware whether it was troubling. The neurologist are talking about moving his leads to have a better position in gpi- nothing is scheduled t the moment. The replacement dtc has resolved the issues of charging and it was unbelievable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.